Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material clogging the air/water nozzle appeared to be a mixture of black rubber and white fiber but otherwise, could not be identified. The root cause of the issue could not be determined, as there were no device deformation observed that could result in the retention of foreign material. The facility reported that reprocessing was performed using a washing machine; no additional event information was reported or available. The event can be prevented/detected by following the instructions for use sections below: ¿olympus gif-1100 operation manual chapter 3 preparation and inspection¿. ¿olympus gif-1100 reprocessing manual chapter 5 reprocessing the endoscope¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the gastrointestinal videoscope had worn adhesive and loose wires. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the nozzle was clogged with foreign material. The report is being submitted due to foreign material in the scope found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the finding, evaluation found the complaint was confirmed and the bending section cover adhesive was detached. Also, evaluation found the air/water and suction cylinders were discolored, the water supply volume did not meet the standard value due to clogging of the nozzle, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the scope cover was deformed, the objective lens was chipped, the connecting tube was cut and the universal cord was buckled. This event is under investigation. A supplemental report will be submitted upon receiving additional information.